Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels; value was unknown. Reportedly, the customer performed a cartridge change during the load process and alleged that the pump delivered additional insulin causing the low bg level. The customer reported an additional low bg later in the day. Although requested by tandem technical support, the customer declined to provide additional information or upload the pump data logs for a log review to be performed.